Manufacturer narrative:
Unit was evaluated and the speaker was identified as failing. The speaker was replaced. This product is no longer manufactured.

Event description:
Covidien received a report where prior to placement on a pt, the clinician noticed there was no audio tone during post (power-on-self-test). There was no pt involvement.